Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/16, checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels exceeded 500 mg/dl while wearing the pod between 4 and 24 hours. The pod's adhesive "was lifting up" near the cannula. Patient applied "a piece of tegaderm" over the area in an attempt to hold the pod in place, however, "sugars kept climbing" throughout the day. When pod was removed from the infusion site (leg), the cannula was found "folded in half." A new pod was applied approximately 10 hours after the event.